Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received a 24ga catheter adapter assembly connected to a bd posiflush syringe with an ext. Set, the remainder of the unit was not returned for evaluation. Visual/microscopic examination: the catheter tubing revealed a v-shaped cut near the nose of the adapter water-leak test: the unit leaked through the cut on the catheter tubing. A total of (B)(4) units were manufactured on afa line 4 starting on 14sep17 through 18sep17 and packaged on pkg line 11 from 15sep17 through 18sep17. All challenge, set up and in process samples were performed per quality control plan and all passed per specifications. Investigation coclusion: it is uncertain whether the defect of needle thru catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. The v shaped cut is supporting evidence the damage was caused by manipulation (re-cannulation) of the device.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.